Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported a no delivery alarm that recurred all night. The blood glucose reading was 309 mg/dl. Customer treated with manual injection. She stated that the issue had not been resolved with a set change. Nothing further was reported.